Event description:
The customer reported a low blood glucose of 18 mg/dl that then rose to 495 mg/dl after she ate her husband administered glucagon. The customer stated that when she delivered insulin through her insulin pump, it may have overdelivered to cause the initial low blood glucose. A button error alarm on the insulin pump was also mentioned. The customer was advised to discontinue using the insulin pump and to revert to a back-up method of treatment. Nothing further was reported.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and cracked case near display window corners noted during visual inspection. No button moisture damage was noted on keypad traces. No button error alarms were noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.